Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient can't read and had to wear readers and use flashlight to see. Additional information has been requested.

Manufacturer narrative:
Additional information was provided in e.1., b.5., b.6., b.7. The manufacturer internal reference number is: (B)(4).

Event description:
The patient¿s vision was wavy, blurry, hazy in each eye and had trouble reading a couple of weeks after surgery. The patient could not read at all vision was blurry and distorted in the left eye. The patient had posterior capsular opacification. Additional information has been received and stated that surgeon told him there was a scratch on the lens. Consumer states he sees a fish hook looking object in his vision. The surgeon indicated that the patient has subjective issues, no objective issue with the lens. The patient has non-exudative macular degeneration.

Manufacturer narrative:
Additional information was provided in a.2., b.5., h.6. And h.11. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been received and stated that the patient had difficulties seeing, writing and even driving. It looks like the patient was seeing double cars. I cannot see. My vision is 20/50, and patient had eye irritation.